Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, and the issue could not be resolved. The device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).